Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo conncetor blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported they were having problems loading the probe into the holster and the safety mechanism wouldn't operate properly. The customer managed to complete the case with no pt consequence.